Manufacturer narrative:
(B)(4) batch #: t92h62. Investigation summary: the handpiece was received with nose cone slightly separate from the mid housing. In addition the 4-40 stud was not broken as reported. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the gap between nose cone and mid housing. Torquing of a disposable resulted in the turning of the handpiece transducer assembly. This resulted in the internal wires getting disconnected. This caused and open circuit condition which disabled the instrument. This resulted in the alert screen. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. No conclusion can be made as to why the nose cone got separated. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the 4-40 stud was damaged. There were damaged pieces left in the scalpel, which caused the inability to connect the scalpel with other handpiece devices. Changed to another device to complete the procedure. There were no adverse consequences to the patient.